Event description:
As reported, on (B)(6) 2025 during a procedure upon opening the perfix light plug package, they "found hair mixed inside" the inner package.

Manufacturer narrative:
As reported, during procedure upon opening the package it was noted that, "hair" was mixed inside the perfix light plug inner package. As reported the mesh is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.